Event description:
It was reported that an alert for possible output circuit damage was received. Upon interrogation, alerts for shorted output detection were observed. It was noted that the patient had a surgery and was exposed to electrocautery when the alert messages presented. Review of the egms revealed noise signals being detected as vf. Shocks were aborted after sinus rhythm was redetected. With normal capacitor charge time measurements after the alert, a firmware.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Event description continued: download was completed to clear the alert. A false message due to lead damage was suspected.